Manufacturer narrative:
The reported oad and guide wire were received for analysis with the guide wire engaged in the device. Upon examination, the guide wire spring tip proximal solder bond was found to be detached. Resistance was felt when removing the guide wire from the oad, and numerous bends and kinks were noted on the shaft. The guide wire spring tip and oad driveshaft tip brushing were analyzed using scanning electron microscopy, which found the guide wire proximal spring tip solder bond material located within the driveshaft tip brushing. This indicates that the proximal spring tip solder bond came into contact with the driveshaft tip brushing during or after the procedure. At the conclusion of the device analysis investigation, the reported event was confirmed. Section 6 of the oad IFU states "if the distance between the guide wire spring tip and the distal end of the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the oad became stuck on the guide wire. While attempting to engage the lesion, the oad became stuck on the guide wire. The lesion was unable to be re-wired and the procedure was aborted. The patient was in stable condition following the procedure.